Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer treated with bolus of 5.6 units. Troubleshooting was performed. The customer stated that his basal settings might have been entered incorrectly. The customer might have entered the set in an area where he has a lot of scar tissues. The customer mentioned that he did have a bent cannula that might have contributed to the high readings. The product was not returned for analysis.